Manufacturer narrative:
Removed e2403 and f26, added a141204,e1205,f12,f08.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was above 500 mg/dl range. Reportedly, the customer went to the emergency room and was subsequently hospitalized. Although requested, the customer declined to provide details and nature of event. Reportedly, customer continued using pump for insulin therapy.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.